Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/30/2015. Device evaluation: the device has been returned and evaluated by product analysis on 09/11/2015 with the following findings: during investigation, the original complaint was unable to be duplicated. There was no damage observed on the keypad and all buttons responded to user presses. The keypad was removed and all the button contacts were free of contamination. The device was opened and there was no defect observed within the device. The battery cap was not returned and a test cap was used for the investigation.